Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl, resulting in loss of consciousness, and a diabetic coma. Reportedly, the customer inadvertently performed the load fill tubing sequence while connected to the infusion set site. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with emergency glucose. No additional information was provided regarding further treatment received. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved. Reportedly, customer sustained brain swelling as a result of the event.